Manufacturer narrative:
Additional testing was performed on january 23, 2019. The scanning electron microscope (sem) showed evidence of mechanical damage on the surface of the ring with a lifted edge. It is possible that the damage was generated with an unknown object. No other anomalies were observed. This issue was reported in the initial stating in the second visual, it was described as ring #2 was damaged and lifted. This issue remains a reportable issue. Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. It was reported that there was a catheter sensor error. The catheter was exchanged. There was no patient consequence reported. Additional information was received clarifying that the issue was a magnetic sensor error. The device was inspected and ring #2 was found damaged and lifted (protrunding sharp ring). Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage on the surface of the ring with a lifted edge. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on the electrode cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device; however, this cannot be conclusively determined. The root cause of the t bar slippage cannot be determined; however, an internal corrective action has been opened to investigate this issue. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17698397l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster product analysis lab noted a protruding sharp electrode ring. Initially it was reported that there was a catheter sensor error. The catheter was exchanged. There was no patient consequence reported. Additional information was received clarifying that the issue was a magnetic sensor error. The magnetic sensor error was assessed as not reportable. The incidence of magnetic sensor error was easy detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster product analysis lab received the device for evaluation and discovered on december 28, 2018, that the electrode ring was protruding and sharp. In a second visual on january 21, 2019, it was described as ring #2 was damaged and lifted. Since the ring was sharp, this returned condition was assessed as a reportable issue. Therefore, the awareness date was reset to december 28, 2018.